Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05164. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was and a 24 mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and released successfully in the laa. There were no issues during the case. There was no evidence of pericardial effusion prior to, during or post implant. Later that evening, the patient¿s blood pressure dropped. Pericardial effusion was observed. Pericardiocentesis was performed. No further patient complications were performed. The patient was discharged the next day without further incident.